Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. The motor was tested outside of the insulin pump and passed. No motor error alarm noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked battery tube thread and broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error twice in the past, and twice for a button error the night before, and that the buttons were not responding properly. A battery change did not resolve the issue. The customer had high blood glucose but did not provide a reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.